Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the general dentist had to tighten loosened locator abutment. No further information provided.

Manufacturer narrative:
Evaluation: product experience report was received, reviewed, and evaluated by zest dental solutions in compliance with applicable FDA and ous country regulations data review: a review of other zest product experience files and related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. Returned product evaluation: condition of the returned product was evaluated to confirm the reported product experience. Investigation results / root cause or most-likely root-cause: zest has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: abutment cannot be removed. An abutment which cannot be separated from the implant may result from application of excessive seating torque. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Received one used locator attached to a non-zest implant. The abutment has a nick at the coronal surfaces, and foreign material inside the broach. The drive tri-lobe has some rounded edges. The abutment is firmly attached to the implant, such as it cannot be removed from the implant; thus, it is not loose as indicated on the alleged experience. Sections updated: b4: date of this report d4: expiration date and UDI number g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h4: device manufacturing date h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.